Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, she was hospitalized due to diabetes ketoacidosis and had high blood glucose level (in 300 mg/dl). The patient had an issue as the infusion sets, they were not sticking. Reportedly, the patient prepares the site with alcohol wipes and perspired heavily as well. The patient received unspecified intravenous as corrective treatment and was hospitalized for 3 days. No further information available.